Event description:
Affiliate reported that a patient was subject for a MRI examination on (B)(6) 2014. Surgeon stopped pump according to instruction, but in filling modus. After MRI examination the pump was reporting "hardware failure 11". In collaboration with (B)(4) the failure could be solved by means of the sales rep hardware key according to the instructions. Transaction print-outs and pictures from the cu are being provided. Interim oral drug substitution was given to the patient.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device is still implanted.

Manufacturer narrative:
Codman was informed of hardware failure [11] on a the 40ml medstream pump nlbg9l, that was reported from (B)(6). It was reported that after a MRI scan performed on (B)(6) 2014. A field visit has been paid by local sales representative on (B)(6) 2014 to investigate this case. The pump nlbg9l has already shown a hw11 after MRI scan, on may 2013, reported in the complaint (B)(4). During the in-field support visit, it was communicated that the pump was flowing normally (no alarm, flow conformed to the specifications) between the last refill on (B)(6) 2014 and the MRI examination, on (B)(6) 2014. The next pump interrogation was reporting a ¿hardware failure [11]¿. The pump interrogation performed during field visit by means of a hardware technician key gave the following values: read status: 60 02 28 21 5a 10 40 38d2, read errors: 00 00 02 20, read sensors:dc 0d 04 00 1f 34 7f 0b, a0 0b 0d 0b b6 0b a0 0f, 24 02 b7 0c. The values provided are consistent with the expected status and sensor measurements. The corresponding temperature measurement is 334.25°c, and the fls frequency measurement is 265692 hz which corresponds to 32.55 ml. The data was discussed during a pib (problem investigation board) meeting from quality. Based onto the information provided, the board concluded that the pump errors flags could be cleared and that the physician could resume the medication. The pump errors were successfully cleared using a technician hardware key plugged in the physician¿s cu. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to an interference with the MRI examination onto the pump. The information collected after the ¿clear error flag¿ demonstrates that the pump is functioning as expected. Upon physician decision, the patient will be kept under observation during several days. The pumps status, error and sensors where not checked after the program restart. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.